Event description:
An aurora biliary stent was implanted into a patient for the treatment of a superficial femoral artery lesion. The stent was inserted and deployed. It was reported that the stent appeared not to be uniformly expanded. The physician elected to insert angioplasty balloons and the stent was successfully expanded. No additional clinical sequelae were reported and the patient is fine. Medtronic has received the device and films of the case. The analysis of the device and film are pending.